Manufacturer narrative:
Concomitant medical products: 4194-88 lead, implanted: (B)(6) 2010; 5076-52, implanted: (B)(6)2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic complaining of pain in chest and stomach jumping due to phrenic nerve stimulation. The right ventricular lead was programmed off. A computerized tomography scan showed a very small, late perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.